Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing discomfort at the ipg location. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.